Manufacturer narrative:
The electrode lot number and the expiration date were requested but not provided. The field service engineer (fse) inspected the module and determined the event was caused by the pinch valve and sipper tubing. The fse and the customer conditioned the ion-selective electrodes (ise) and verified the ise was again performing within specifications. The investigation reviewed the provided calibration data. The na slope was acceptable on the date of event. The investigation reviewed the qc data. Qc levels 1,2 and 3's recoveries were within the - 2 standard deviation (sd) range. There was no indication of a performance issue with the reagent. After service, no further issues were reported by the customer. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received a questionable ise indirect na for gen.2 result from one patient sample tested on the cobas 6000 c 501 (ul) v. The initial result was reported outside of the laboratory. The doctor questioned the result prompting the rerun of the patient sample. The initial na result from the module was 132 mmol/l. The repeat result from the other module was 138 mmol/l. The repeat result was deemed correct.